Event description:
It was reported that the user experienced a low blood glucose in the morning, did not treat it for approximately 30 to 45 minutes believing it would resolve, then overtreated with multiple high-carbohydrate foods and beverages, and had paused the ilet pump before later resuming delivery and entering a late meal announcement in an effort to correct a subsequent high. This was categorized as an improper or incorrect procedure or method, and no specific device component was implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 58 mg/dl to 277 mg/dl as well as dizziness. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Separate reports will be submitted for overtreating hypoglycemia and using meals as corrections.